Manufacturer narrative:
No report of patient involvement. The hospital biomed replaced the consolidated ventilator interface board.

Event description:
The hospital reported that, during a planned maintenance, it was noted the unit had a ventilator failure. There was no report of patient involvement.